Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of pacemaker syndrome. It was further reported that the right atrial (ra) lead exhibited high thresholds, rising thresholds and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.